Event description:
It was reported that an overdischarge occurred. It was reported that the pt tried to visit their doctor concerning this issue but could not be seen because he owed a large amount of money to the office. It was reported the pt was still having concerns regarding their device or therapy. The pt let their battery discharge numerous times and not it is dead. The pt was seeking another hcp but it was difficult to find since the pt has been non-compliant using the therapy and unwilling to pay his outstanding debt.

Manufacturer narrative:
(B)(4).